Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2014. During the procedure, the device failed to cut. Another like device was used to complete the procedure. No adverse patient consequences reported. Additional information has been requested.